Manufacturer narrative:
Additional information received on february 4, 2022 indicated that the patient underwent unilateral: ( right side) replacement with cat#: shpx450, sn#: (B)(6). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Suspect device received on march 03, 2022. Device evaluation completed on march 10 , 2022: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the smooth high profile xtra 450cc returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Date of explantation updated to (B)(6), 2022. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: cap con iii. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female who underwent a revision breast augmentation with a mentor memorygel, 450cc silicone breast implant experienced right sided capsular contracture grade iii post procedure. The issue was discovered during physical examination. As a result, patient scheduled for an explant on (B)(6) 2022.

Manufacturer narrative:
On (B)(6) 2022 mentor became aware that this complaint is a duplicate of manufacturer report number: . Please see report number: for final reporting and complete documentation of this event.no further regulatory reporting to us FDA will be done in this complaint file. Manufacturer¿s reference number: (B)(4).